Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-07016524 that an ar-8655-04 ring currette ring broke off the currette. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2015.